Manufacturer narrative:
(B)(4) catalog number 062945-001 is the international list number which meets the requirements of the similar product listed in report which is the us list number. The lot number was not provided, therefore, a batch record review could not be conducted. A return sample evaluation was not performed because tubing was not returned. No defect, deficiency, or malfunction of the peg tube was described by the reporter. There are no anomalies with the abbvie peg tube reported that would contribute to the event. Pneumoperitoneum is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2012, patient in (B)(6) was started on duopa therapy. On an unknown date, patient underwent procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube. On 07 nov 2016, report indicated that patient was diagnosed to have pneumoperitoneum and diffused abdominal lymphatic reaction. The patient was admitted to ICU and recovering.